Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, brown particles, crease fold and broken shell. A microscopic analysis was performed which identify crease sharp in the posterior side also have stress marks around the opening. Based on the device analysis the final assessment is: a crease sharp in the posterior side due to a fold flaw opening. The reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.